Event description:
It was reported there was no stimulation sensation. The patient felt a shocking or jolting sensation. The patient wasn't getting good therapy. They couldn't feel stimulation on 4-7 lead. They could feel stimulation on 0-3 lead, but stimulation changed dramatically with small amounts of movement and causes a surging/shocking sensation. It was believed to be a lead/extension issue, not a neurostimulator issue. The patient believed this started to happen after they had an MRI a long time ago. No por (power on reset) or other error codes were presented on programmer interrogation. It was less likely MRI damaged the device. The MRI was thoracic. Regarding impedance measurements: test was done at 2.0v, and 300us. Lead 4-7 was all >4000. 0-3 lead was in range, but higher than normal. It was indicated between 2000 and 3000. There was impedance reading >4000 ohms on some of the bipolar pairs. All pairs but 4-5 were >4 thousand. 4-5 were 921 ohms. It was recommended increasing default test values and re-running test. Reviewed running at higher voltage and pw (pulse width) as it had been run at 1v and 210us. Ins function had been erratic in nature. Stimulation was intermittent. The event or symptoms occurred following some type of environmental exposure (MRI scan). After a back MRI in 2007, the ins wasn't functioning appropriately and the patient sometimes had trouble feeling stim and turning stimulator off or on. There was no shocking or burning during MRI, just that the patient noted that the ins was functioning differently after MRI. Follow up information noted that the patient wasn't receiving the stim in the areas she needed. She and her physician were discussing a possible revision or removal. If additional information is received, a follow up report will be sent.

Event description:
It was later reported there was electromagnetic interference due to MRI and the system was explanted. It was noted the patient had received an MRI and their system stopped working. There was no injury or adverse event but the patient did require surgical intervention. Symptoms included less than 50% therapy relief but the location of the symptom was unknown.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 389133, lot# j0314132v, implanted: (B)(6) 2003, product type lead; product ID 389133, lot# j0314042v, implanted: (B)(6) 2003, product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID, neu_silicone anchor lot#, explanted: 2012 (B)(6), product type accessory product ID, 748951 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 748951 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 389133 lot# j0314132v, implanted: 2003 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 389133 lot# j0314042v, implanted: 2003 (B)(6), explanted: 2012 (B)(6), product type lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed no significant anomaly. The ins was found to have a voltage below the acceptable bounds. Analysis of the two extensions revealed no significant anomaly and that each product was 'cut through' and 'segmented.' Analysis of lead 1 (lot no. J0314132v) revealed that 'all conductors were broken 14.5 cm from the distal end.' Analysis of lead 2 (lot no. J0314042v) revealed that 'all conductors were broken 21 cm from the distal end.' Analysis of the anchor revealed that it was 'cut.'